Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture, baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued partial device information d4 reported: natrelle inspira cohesive breast implants. Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade IV. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.